Manufacturer narrative:
Updated fields: b4,b5, d9,d10, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were not able to reproduce the issue. The most likely cause per the fse is poor contact at input section. As a preventive measure the fse cleaned the connection area with an electronic component cleaner. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) encountered an issue where the arterial blood pressure reading was not displayed on the cardiosave monitor, even though the signal was being received from the external input of the bedside monitor. No harm reported.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) encountered an issue where the arterial blood pressure reading was not displayed on the cardiosave monitor, even though the signal was being received from the external input of the bedside monitor. No harm reported.